Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: during investigation, the pump powered on with a call service (cs 069.) A visual inspection of the pump showed a crack in the battery compartment and the battery cap was found to have stripped threads. Unrelated to the complaint, investigation revealed a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.